Manufacturer narrative:
The reported events of separation failure and unable to implant were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found the tines were intact. The test stylet was fully inserted to the distal tip. Visual and x-ray analysis did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead could not be implanted due to a failure of the electrode head and separation failure with the stylet. The lead was not used and replaced. The patient was in stable condition.